Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pocket consistently malfunctions, leading to a subsequent failure of the cubie positioned in front of it. A field service engineer replaced the retractor band and drawer controller board and also noticed that the 3.2 had a broken latch sensor assembly. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system experienced a pocket failure, prompting a request to contact the administrator for maintenance. The customer reported that they moved the drug to a different location and have removed the cubie from the problematic area. While this situation does not require an immediate emergency response, it can be resolved. The customer stated that the malfunction occurred while a user was trying to issue medication to a patient and they can remove the meds from the pockets. There were no adverse events or injuries reported based on this incident.